Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, an attempted removal one year post implantation which indicated embedment of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, patient claims an attempted removal attempt one year post implantation which indicated embedment of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism and chest pain. Implant procedural details have not been provided. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, patient claims an attempted removal attempt one year post implantation which indicated embedment of the filter. Per the patient profile from (ppf), the patient reports the filter embedded in wall of the ivc and is unable to be retrieved. An unsuccessful open abdominal procedure to remove the filter was performed one year and four months post implantation. The patient reports pain in the right leg and hip and cannot walk without a cane. During the implant removal attempt, access was made via the right common femoral vein; a gooseneck snare was used to capture the inferior hook of the filter. The sheath could only be advanced up to about halfway up the filter and no further, likely due to ingrowth of tissue around the upper tines of the filter. After further attempts were unsuccessful the sheath was removed, and pressure applied to obtain hemostasis. A post venogram was negative for evidence of extravasation or complication. The patient was discharged after an approximate two-and-a-half-hour recovery, the patient reportedly went shopping after being discharged and developed bleeding from the right groin and returned to the hospital. Pressure was again applied for approximately 20 minutes and the patient was observed for an additional 3 and a half hours before being discharged again. The patient had a CT scan performed seven months post implantation. The patient presented with shortness of breath and was found to have a hiatal hernia. No evidence of pulmonary emboli was found. An x-ray procedure was performed on the patient approximately two years post implantation for abdominal pain. It was noted that the heart size and pulmonary vasculature was normal. Lung fields and costophrenic angles were clear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Bleeding from the access site is a well-known potential event for all vascular interventional procedures and may be related to the activity the patient underwent post procedure. Shortness of breath, difficulty walking and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events one year and four months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc and device unable to be retrieved. An unsuccessful open abdominal procedure to remove the filter was performed one year and four months post implantation. The patient reports pain in the right leg and hip, and cannot walk without a cane. The following additional information received per the medical records state that the patient has a history of pulmonary embolism and chest pain. During the implant removal attempt, the right common femoral vein was accessed. Attempts were made at advancing the sheath over the lower end of the filter. This was successful up to about halfway up the filter but then the sheath could be advanced no further likely due to ingrowth of tissue around the upper tines of the filter. Further attempts made at capturing the filter were unsuccessful.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter could not be retrieved, and the patient experienced right hip and leg pain and reports being unable to walk without a cane. According to the medical records, the admitting diagnosis prior to the filter implant was pulmonary embolism and chest pain. Implant procedural details have not been provided. Approximately sixteen months post implant the patient underwent an unsuccessful percutaneous retrieval attempt. The records indicated that the patient no longer needed the filter. Access was made via the right common femoral vein; a gooseneck snare was used to capture the inferior hook of the filter. The sheath could only be advanced up to about halfway up the filter and no further, likely due to ingrowth of tissue around the upper tines of the filter. After further attempts were unsuccessful the sheath was removed, and pressure applied to obtain hemostasis. A post venogram was negative for evidence of extravasation or complication. The patient was discharged after an approximate two-and-a-half-hour recovery, the patient reportedly went shopping after being discharged and developed bleeding from the right groin and returned to the hospital. Pressure was again applied for approximately 20 minutes and the patient was observed for an additional 3 and a half hours before being discharged again. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. Bleeding from the access site was reported, this is a known adverse event associated with percutaneous procedures and does not represent a device malfunction. Minimal activity is recommended for the remainder of the day following a percutaneous procedure. Pain and difficulty walking do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. With the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.